Manufacturer narrative:
Hematuria reported in the article occurred between (B)(6) 2013 to (B)(6) 2014 and was identified during a literature review. There were no device malfunctions reported in the article. Lot numbers were not provided and therefore a lot history record review could not be performed. Hematuria is a known risk associated with the cryoablation procedure of the kidney and is included in product labeling.

Event description:
This complaint is derived from a literature article publicized in 2016 in the urologic oncology titled "magnetic resonance imaging-transrectal ultrasound fusion focal cryotherapy of the prostate: a prospective development study". This is a prospective development study assessing the feasibility of magnetic resonance imaging-transrectal ultrasound (MRI-trus) fusion focal cryotherapy. Consecutive patients undergoing focal cryotherapy were included in an academic registry ((B)(6) 2013- (B)(6) 2014). Galil cryotherapy seed net system with icerod and iceseed needles were used to achieve a compete ablation. Complications were scored according to the common terminology criteria for adverse events (ctcae) version 4. The study reported 10 adverse events with one of these as serious (grade3) because of admission for hematuria requiring wash out only. There were no other treatment details provided. The article did not report any device malfunctions.